Event description:
It was reported that the implant in site 19 fractured. Implant was placed with unknown graft on date implant was placed. No further information.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal) and was used for approximately 3 years, 9 months. The customer did not provide any pictures, but provided one (1) x-ray. (Image attached in complaint). Further evaluation of the provided x-ray identified the implant was fractured at the collar region. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1217348). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1217348) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsv4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed via x-ray.